Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was observed to go blank during testing. The device's lcd screen was replaced to address the issue. The device failed a step during testing. The device's sensor board needs to be replaced to address the issue.